Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was delivered to their customer and initially, it showed no abnormalities. Currently, when attempting to start it, a red service error code 41786 appears. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported event could not be replicated in event logs history. Visual inspection had been performed and no anomalies were noted. Functional test had been performed and customer reported error code 41786 appeared and it was able to be duplicated. Problem was resolved after mainboard replacement. The probable cause of the reported issue was production error. The device passed all functional testing after repair and was returned to the customer.